Manufacturer narrative:
Biocompatibility testing to iso (B)(4). Was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an italian patient developed a skin irritation. The patient described the irritation as weeping skin on her back under the therapy pad and a hematoma under the front therapy pad. There was no alleged device malfunction contributing to the irritation. Patient was prescribed cortisone cream and gentalin beta lotion. Follow up indicated that the irritation improved.

Event description:
A us distributor contacted zoll to report that an italian patient developed a skin irritation. The patient described the irritation as weeping skin on her back under the therapy pad and a hematoma under the front therapy pad. There was no alleged device malfunction contributing to the irritation. Patient was prescribed cortisone cream and gentalin beta lotion. Follow up indicated that the irritation improved. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.